Event description:
Customer reports that spectrum monitor spo2 intermittently will not activate which may have affected spo2 monitoring. No pt injury reported.

Manufacturer narrative:
Company rep replaced the spo2 connector. Calibrated and safety tested the monitor to factory specifications.